Event description:
A valiant captivia stent graft was implanted in the patient for the endovascular treatment of 60mm diameter thoracic aortic aneurysm. It was reported that the patient presented emergently under the care of another physician and was found to have a dissection extending proximally from the stent graft to the subclavian artery. The physician stated that they would medically manage the patient and determine if an lsa bypass is needed along with a proximal stent graft extension. Per the physician the cause of the event is due to uncontrolled hypertension. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Film review summary: the exact cause of the dissection flap seen just above the proximal bare spring could not be determined from the post-implant films provided. The pre-implant anatomy is unknown and films during implant were not available. CT¿s returned from 3 months post-implant revealed that a single valiant captivia stent graft had been implanted in the patient¿s descending thoracic. The proximal bare spring was positioned just past the aortic arch ~12cm caudal to the lsa, in an essentially straight segment of the descending thoracic. A thoracic dissection flap was seen extending ~15mm above the bare spring. It is possible that this dissection flap may have been related to a pre-existing anatomical condition, caused by the reported uncontrolled hypertension, or was possibly related to the implant of the stent graft. If information is provided in the future, a supplemental report will be issued.